Manufacturer narrative:
The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock five days post-implant. Upon device evaluation, untreated episodes were observed as well, due to noise that was oversensed. A boston scientific technical services consultant discussed this could be due to air entrapment in the device pocket or header, or movement of the device. Review of available device data from the patient's remote monitoring system showed a normal impedance measurement and noise artifact that was not consistent with a connection issue. Technical services discussed trouble shooting steps and suggested reprogramming the vector to avoid the potential air entrapment. It was later reported that the physician elected to reopen the pocket to verify the connection between the electrode and device. There had been no further events reported. No additional adverse patient effects were reported.